Manufacturer narrative:
A ge service representative performed an on site investigation. The memory was reset during the service call.

Event description:
The customer reported that the stenoscop system was slow to boot up. No patient injury was reported.